Event description:
It was reported that the pt was discovered with blood on the right side of the dress. It was discovered that the connection between the venous bloodline and tesio catheter was loose resulting in an estimated blood loss of 500cc. The connection was not taped and the machine did not alarm. The patient's vital signs were stable and pt was discharged home.